Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, the following causes were presumed because dirt due to insufficient reprocessing was found at the distal end: -user reprocessing differed from IFU recommendation in brushing process for the forceps elevator. -the facility staff was less trained in device handling, usual reprocessing and/or reprocessing before returning the device for repair in accordance with IFU. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of (B)(4), it was found that there was foreign material on the forceps elevator. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.